Manufacturer narrative:
Approximate age of device - 3 years, 4 months. No product was returned to the manufacturer for evaluation. The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and of rescue tape applied to the outer jacket of the driveline could not be conclusively determined. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling a review of the device history records found no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that rescue tape was applied in two spots of driveline silicone jacket. The patient was asymptomatic.